Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The exposed portion of the soft cannula was observed not to be kinked, bent, or flattened. No damages or defects were found that would contribute to an improper insertion of the cannula. Exact cause of the reported improper insertion could not be conclusively determined. Leak test showed that the exposed portion of the soft cannula has a leak. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot no changed from blank to pd1k06032111. Expiration date changed from blank to 12/3/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from blank to 6/3/2021.